Manufacturer narrative:
We have received the complaint device for evaluation. When we inflated the common carotid balloon with 1.5 cc of water, it deflated slowly. The common carotid balloon failed to deflate within its validated deflation time (unaided). When the internal carotid balloon was inflated, the balloon did not inflate concentrically. The root cause of this issue is inconclusive. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Our engineering team has addressed similar balloon inflation and deflation issues by improving the design of this product. The change involves the addition of inflation holes under the balloon and a change in the cut angle of the inflation arm, which will assist the balloons to inflate and deflate uniformly along their entire length. The malfunction was detected during the pre-use check. Please note that we have also submitted manufacturer incident report number 1220948-2022-00071 and 1220948-2022-00073 relating to two other pruitt f3 carotid shunt malfunctions that occurred at the same hospital.

Event description:
During the preuse check the surgeon observed that the internal carotid balloon was damaged. The device was not used on the patient. This is report 2 of 3.